Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lower, smaller brush on the brush head broke off while brushing teeth / broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a wife reported that while her husband of unspecified age was brushing his teeth with an oral-b rechargeable toothbrush, version unknown, the lower, smaller brush on the oral-b dualaction or dual clean brushhead broke off in his mouth. No symptoms developed.